Event description:
Additional information: it was reported that the catheter fracture was confirmed by x-ray.

Event description:
It was reported that the catheter had fractured and was replaced last thursday, (B)(6)2012. It was added that patient was in a lot of pain following the surgery last week. Drugs delivered via the device were morphine and baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8703w, lot# l42932, implanted: 1997-(B)(6), explanted: 2012-(B)(6); catheter model: 8578, serial# (B)(4), implanted/ explanted: unk. (B)(4).